Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/2/2022. H.6. Investigation: samples and photos received for investigation. Upon visual inspection, stopper with assembly failure and broken plunger is observed. A device history review was performed for lot 1228500 , no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Possible root cause for defective stopper is associated with failure in the stopper assembly station. Possible root cause for broken plunger is associated with a screwing in the assembly between barrel and rod. When the rod is screwed in, it enters crooked and causes deformity in the plunger.

Event description:
It was reported that bd syringe 20ml luer lock without needle had a broken plunger rod and a defective stopper. The following information was provided by the initial reporter: "syringe features plastic inner part and bent plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml luer lock without needle had a broken plunger rod and a defective stopper. The following information was provided by the initial reporter: "syringe features plastic inner part and bent plunger."